Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously omitted certain updates from the supplemental report submitted on that same date. H6 has been updated with all newly applicable codes. The following statement was erroneously omitted: since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 5, 2020 mentor became aware that the initial report submitted on (B)(6) 2020 contained some erroneous information. The right sided device which relates to this report, was not in fact ruptured, but rather was found to be intact upon explantation. The issue associated with this device as indicated by the customer relates to it appearing asymmetrical to the contralateral prosthesis. Additionally, the initial report indicated that this device was returned in d10. It was in fact the contralateral prosthesis that was returned. D10 has been updated to indicate that this device was not returned. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female who underwent primary breast augmentation with 300cc mentor memorygel breast implants experienced right sided rupture and left sided capsular contracture (baker grade unknown) post procedure. In (B)(6) 2019 the right side became softer and smaller, a change that seemed to take place overnight. The patient opted not to obtain imaging due to the cost. The patient went the physician¿s office and the left implant felt harder than the right. The diagnosis was suspicion of left capsular contracture and right sided rupture. As a result, bilateral prosthesis replacement with 350cc mentor memorygel breast implants was performed. This report relates to the right prosthesis. See 1645337-2020-01613 for contralateral prosthesis report.